Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the event. This occurred during self testing of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a connection issue from an unspecified location of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and in removing the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: 1900 n highway 201, mountain home, ar, 72653, united states; baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue was reported from unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.